Manufacturer narrative:
H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation and added clinical review. Corrected information has been provided in d3( manufacturer fax); d4(serial) upon review, it was identified that the information was inadvertently not submitted in the initial report. The cause of the injury was not determined due to insufficient clinical details.

Event description:
Clinical narrative: an impella cp device was inserted via the left femoral artery in a 72-year-old male patient presenting with high-risk percutaneous coronary intervention (hrpci), with a history of known coronary artery disease. The patient's clinical state prior to initiation of support was identified as scai shock stage a. Groin oozing was noted overnight by staff. Manual pressure was held with angle matching, and the groin was re-dressed. Oozing continued, prompting the team to place a femstop on the patient. A light femstop remains on the patient. The groin is currently without oozing or bleeding. The patient received one unit of blood. The patient survived to explant. Bleeding may be associated with access-site complications and the anticoagulation and purge requirements during impella support.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.